Event description:
In this event, ear dome from hearing aid detached and was stuck in user's ear. User needed to go to operating room to have dome removed. This incident caused an ear infection and damage to the user's ear drum. Awaiting further information on patient's treatment and condition.